Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The manufacturer received a "retrospective post-market clinical data collection protocol for stryker systems ¿ t2 kids" that contains collected data on the usage and the outcomes of t2 kids. The report details analysis provided for revision procedures performed between (B)(6) 2005 and (B)(6) 2024. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: nail back out in 2 cases. This is for case# 2.